Event description:
The customer reported to vyaire medical that the avea ventilator has a defective gde (gas delivery engine). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
"Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was informed that he would also require a uim (user interface module) and was given part numbers and pricing for the gde (gas delivery engine), uim, and fan surge cable. The customer was also assisted with auto cycling troubleshooting and exhalation valve characterization. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."